Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the plunger was askew and implant could not be injected. There was no patient impact. Additional information has been received that the incident occurred when the nurse was purging the piston a few seconds before the implantation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger is at the trailing optic edge. The trailing haptic is misfolded. The lens is not folded correctly. The leading haptic is extended straight. We are unable to determine the root cause for the reported complaint "plunger goes askew. Implant cannot be injected". Iol was observed to be misfolded in the device. Misfolding of the iol event can occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).